Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that the pump failed/didn¿t work in (B)(6) 2014; the pump had been alarming for the last 4.5 months. The patient experienced withdrawal in (B)(6); she was in a ¿severe physical condition¿ because of the withdrawal. The patient was told that there was ¿something wrong with the slider in it¿. The patient was given ¿pills to hold her over¿. Since (B)(6), the patient had to take morphine pills. After the patient went home, ¿evidently the thing started working again¿. The patient went back for them to refill the pump in (B)(6); the patient initially stated that the pump was refilled at that time, but then later stated she wasn¿t sure, but it hadn¿t been filled since (B)(6) and now it wasn¿t working at all. In (B)(6), the patient started going through withdrawal and then later stated it was (B)(6) when the withdrawal started and it wasn¿t bad to start with. The stress of the withdrawal caused the patient to have an irregular heartbeat and high blood pressure; the patient¿s blood pressure was ¿190 something over 100 and something¿. The patient had never had high blood pressure before. The patient also stated ¿I am so weak now, that I can¿t even walk through the house" and ¿I can't take care of my home I can't take care of nothing else, I'm at the mercy of withdrawal, somebody somewhere has got to help me before I die¿. The patient was having difficulty finding a physician to help her. The patient¿s current doctors would no longer treat her because she had problems with the office staff and copays and her physician told her that she was addicted to hydrocodone 10 which she had been getting from the physician for a long time. The patient was also told that she was addicted to morphine. The patient also stated that ¿because of that (B)(6) thing and me being so tore up and so out of my mind because I was in withdrawals¿ was another reason that her current physician would no longer see her. The patient had been to the ER (emergency room) 4 times; they would give her a shot and send her off and after a little while it would wear off, but told her they didn¿t want to see her anymore because they weren¿t in the ¿business of giving out morphine¿. The patient¿s primary care physician would not give her anything. The patient recently inquired at another pain clinic and was told that she would need a psychological evaluation first. The patient felt that the pump was malfunctioning. The device system was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that regular pain that the pump was covering had returned. The patient had not had anything in the pump for 2 years (last refill was noted as 2013.) The primary care physician (pcp) stated that the pump needs to come out, but the patient could not find anyone because they did not put it in. The patient was requesting physician listings. The reason for the pump needing to come out was that it had been hurting in the pocket since 2013. The patient was unsure if the pump was still alarming; first it was mentioned that no they did not think so, later it was stated that it beeps once in a while, and then later clarified that it beeps everyday. Patient continues to take oral pain medications to keep from going into withdrawals. If additional information is received this report will be updated.